Event description:
During biomed testing, the device displayed "pacer fault 116", "defib disabled", "pacer disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.